Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor deployment, the sensor deployment needle bent. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph was provided confirming the reported bent needle. A root cause cannot be determined.